Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.17 ng/ml on a pt. I-stat results (ng/ml): (B)(6) 2011 21:45 initial collection; (B)(6) 2011 21:55 initial testing with result of 0.04; (B)(6) 2011 23:00 90 minute collection; (B)(6) 2011 23:11 90 minute testing with result of 0.17. No repeat testing performed. Lab result: 0.013. The suspected discrepant results were released to the physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR reports from a single user site: #2245578-2011-00162, #2245578-2011-00171 through #2245578-2011-00183, #2245578-2011-00192, #2245578-2011-00193, #2245578-2011-00197 through #2245578-2011-00201. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has reduced the rate of occurrence of the issue.